Manufacturer narrative:
Vyaire complaint number: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer troubleshoots the machine and found that the main pcb is the problem. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela ventilator was showing vent inop , motor fault, circuit disconnected, xdcr fault, low ve and low pip. There was no patient involvement associated with the reported event.